Manufacturer narrative:
Radiometer was unable to reproduce the problem. Data analysis from the analyzer suggests that the operator scanned or typed the same sampler ID for both measurements. The investigation results have been presented to the customer, who has accepted the conclusion.

Event description:
According to the complaint, the customer experienced a patient mix-up with aqure flexlink in comination with abl90 flex analyzer (serial number (B)(6) ): 1. Blood was taken in operating room a. 2. Registered in flexlink. 3. The device read the sampler ID and measured. No problem (2024/11/15 9:22). The result was received by aqure. 4. Blood was taken in operating room f. 5. The device read the sampler ID and measured without registering in flex link. 6. The measurement was linked to the patient ID from step 3, and the data was sent. (2024/11/15 9:25)